Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. A retention sample of the involved product code/lot# combination was evaluated as follows. Visual inspection found no anomalies or defects. Magnifying view of the outer surface revealed no anomalies or defects, along the total length. The outside diameter was measured along the total length and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The retention sample was primed with saline solution sufficiently and underwent tactile inspection for the state of the activated hydrophilic coating along the wire along the total length. No catch was felt. It is likely that the hydrophilic coating has been applied along the wire properly. The urethane layer on a given segment was sheared off the wire intentionally for the purpose of checking the state of adhesion of the urethane layer to the core wire. With no lifted urethane outer layer or gap between the core wire and the outer layer, no anomaly was revealed. A test was conducted to reproduce the defect. A current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane coating was confirmed to be in the smooth state. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there were no production related problems or nonconforming indications. A review of the complaint files confirmed the involved product code/lot# has not been reported previously. There is no evidences that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the investigation, the results verified that the retention sample did not have any inherent deficiencies which would relate to this complaint. Based on the complaint description, it is likely that the urethane layer of the actual sample was sheared off the wire with the metal needle used in combination with the actual sample when the actual sample was withdrawn in the state of having contact with it. The potential for such an event is addressed on the peal pack and in the warnings section of the instructions-for-use by statements such as the following: warning: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported that a piece of urethane outer layer came off the actual device during a pericardial drainage case. Follow up communication with the user facility reported the following information: the actual device was used in combination with a 18g puncture needle. It was reported the involved physician assumed that the shearing of the urethane outer layer had occurred when this device was withdrawn from the puncture needle. The sheared urethane layer was 3 to 4 cm long. It was left in the patient and seems to be staying between the epicardium and the diaphragm. The physician monitored the patient without intervention to remove it.